Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number (B)(4), model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72404127, serial number (B)(4), batch/lot number (B)(4), model/catalog description control pump fgs iz.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.